Event description:
During an explant of the device due to normal elective replacement indicator (eri) it was noted the header became detached from the device. The patient was stable.

Manufacturer narrative:
The field complaint of detachment of device header was confirmed. The device was received from the field with no telemetry and battery voltage at end of life due to normal usage. Visual inspection found the header broken off from the device can, with damage from tool marks, consistent with damage from explant procedure. Analysis performed after replacing battery and header showed normal device characteristics. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.